Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
During a surgical procedure with rosa brain, an error message stated "a difference in the expected and the actual robot position has been detected. The device will shut down." A communication error then occurred and the robot shut down. This happened in the middle of the case as the patient was intubated and the arm was driving to a trajectory. A medtech representative was present and noticed the error, shut down, and restarted the system which took 5 minutes. The robot then drove back to the trajectory with no error and the case was completed.

Manufacturer narrative:
It was reported that an error message appeared followed by a shutdown during a surgery. DHR reviewand review of complaint history did not identify any contributory factors to the event. According to technical investigation the device shutdown occurred after detecting an incorrect robot positioning. The root cause of this event is a known design defect.